Event description:
The customer reported via telephone that her insulin pump had scratches on its display, making it difficult to read. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was not reported.

Manufacturer narrative:
Findings: unit had severely scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.